Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced a detachment issue event on (B)(6) 2026. The infusion set tubing detached at the tubing connector during use. The insertion site was the left side of the abdomen. No further information available.